Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that three months post implant of this 12mm pulmonary bioprosthetic valved conduit implanted in a pediatric patient, the device was explanted and replaced with a 14mm pulmonary bioprosthetic valved conduit. The reason for replacement is unknown. No additional adverse patient effects were reported.